Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher sensor scan results compared to unspecified readings obtained on the unknown device. Customer noted a vertical arrow trend. It is unknown if the trend arrow was upwards or downwards. Customer experienced sweating, anxiety and hands were shaking. Customer treated themselves with dextrose and sugary drink. There was no report of death or permanent impairment associated with this event.